Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, the patient reported being in the hospital due to sensor signal loss, occurring for approximately 1-3 hours. However, the patient declined to provide any other information about this event. No patient symptoms were reported. There was no documentation of what treatment/medication the patient may have received at the hospital, nor how long the patient was in the hospital. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. A review of the share logs was performed and signal loss was not found within the investigation window. The complaint was not confirmed because there is no loss of connection in the cloud data. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.